Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that during an intraocular lens (iol) implant surgery, the lens cracked and was removed during the initial surgery. A new lens was inserted and the surgery was completed. There was no patient impact.

Manufacturer narrative:
The lens was returned inside a plastic specimen cup. The lens was removed for evaluation. Viscoelastic was dried on the lens. The optic was torn/cut into two portions typical of an insertion and removal. Additional split/cracked optic damage was observed. The device was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. Viscoelastic was not provided. It is unknown if the qualified product was used. The reported optic damage was observed. The lens was returned in two pieces, typical of an insertion and removal. Additional cracked optic damage was observed. It is unknown if a qualified viscoelastic was used. Material properties of non-qualified ovds may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. The manufacturer internal reference number is: (B)(4).